Event description:
According to the reporter, two days after the caesarean section, the patient complained of incision pain. During the examination, the abdominal incision was found red, swollen, tender, and skin temperature was slightly higher. Blood test was done, considering that the synthetic absorbable surgical suture might cause rejection and cause wound infection, intravenous drip of normal saline and antibiotic were given. Topical wet compress astringent treatment was also given. Five days after the operation, the patient's incision tenderness, redness and swelling disappeared. Another blood test was done and the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.